Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter with a damaged stylet was confirmed as an improperly performed procedure during use. The product returned for evaluation was one 4fr single-lumen groshong nxt clearvue catheter. Usage residues were observed throughout the sample. The sample was returned with the two-piece connector fully attached to the catheter. The stylet was observed to be within the catheter and protruding from the three-way groshong valve. The stylet was removed from the catheter and measured to be 41.9cm in length. Microscopic examination of the proximal end of the stylet revealed a reflective and striated fracture surface typical of damage caused by a sharp instrument. The sample was patent to infusion using water from a 12ml syringe, with spraying leaks observed emanating from between the 40cm and 41cm depth markings. Microscopic examination of the leak site revealed two longitudinally-aligned and slanted splits in the catheter. Compression of the catheter revealed the splits to be located along a longitudinal inward impression. Additional longitudinal damage was observed at the split sites on the inner walls of the catheter. The splits had sharply defined edges, and what appeared to be dull and granular surfaces. Tactile evaluation of the sample revealed tensile weakness in the catheter material in the vicinity of the splits. It appears the stylet was mishandled during use. The observed damage revealed that the stylet was cut and remained within the catheter and it also caused damage to the catheter material. The device is provided with a warning tag attached to the stylet which states, ¿warning ¿ do no cut stylet-withdraw stylet before trimming catheter¿. The other side of this warning tag states, ¿warning ¿ flush catheter prior to use¿. The stylet has a hydrophilic coating which needs to be wetted in order to reduce friction between the stylet and catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyh0832 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Not returned.

Event description:
It was reported leakage in the insertion even after venous return, when the wire was removed the distal tip of the catheter allegedly broke, and it was around 12cm more introduced. It was observed micropuncture at the end, next to the insertion.